Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient¿s exact age was not available for reporting and was reported as mid-80¿s (years). This report is for one, unknown reamer head. Part and lot numbers were not available for reporting. Other number¿UDI: unknown part number, UDI is unavailable. Device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. The 510(k): unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Without a lot number the device history records review could not be completed. The date of manufacture is unknown. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes europe reported an event in (B)(6) as follows: it was reported that during surgery to treat a proximal femoral fracture on (B)(6) 2016, an unknown reamer head was retained in the patient¿s medullary cavity. The surgical plan included implantation of an unknown trochanteric fixation nail advanced (tfna) proximal femoral nailing system. The surgeon proceeded with the reaming step without use of a guide rod. It was reported that a guide rod should have been inserted before reaming. The unknown reamer head became ¿buried¿ in the patient¿s medullary cavity and could not be easily retrieved. Considering the patient¿s age (mid-80¿s) and potential risks associated with additional medical intervention to retrieve the reamer head, the surgeon opted to leave the instrument in situ and proceeded with the tfna implantation. There was a 120 minute surgical delay due to reported event. The system was implanted in the planned position and surgery was completed. Concomitant device: one, unknown tfna nail. This report is for one, unknown reamer head. This report is 1 of 1 for (B)(4).